Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a surgery the tip of the device broke off. The broken part was not received and a second surgery will be necessary to retrieve the broken fragment.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that the tip of the device was broken. Approximately 0.1" of the device is missing. The broken piece was not returned for investigation. The thickness of the deceive was found to meet drawing requirements. The cause of this remains undetermined.